Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst not ed that the helix would not extend due to drive shaft lug stuck behind the retraction stop.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the helix on the right ventricular (rv) lead would not fully deploy during implant. The lead was removed and replaced. The patient experienced some site pocket bleeding during the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.